Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. Additionally, during investigation another reportable malfunction was found. The monitor failed pulse delivery circuitry. The cause for failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, thermal damage and contamination, was found damaging multiple components on the pcas. The root cause for the contamination was ingress of an unknown liquid. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.